Event description:
Additional information received that surgical intervention was undertaken (due to inoperable ipg following unrelated surgery) wherein the scs ipg was explanted and replaced with another model and effective therapy was restored post-operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent unrelated surgery after which the ipg was unable to connect with the external devices and ipg was inoperable.